Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim and litigation records received. Patient alleges pain, loss of balance, dizziness, difficulty walking, elevated chromium and cobalt levels, metallosis, tissue dehiscence, tissue necrosis, hypertrophic scarring, antalgia, lumbar strain, chronic fatigue and emotional distress. Doi: (B)(6) 2011 ; dor: unk right hip.